Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the at/af detection. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had been programmed to detect atrial fibrillation (af) episodes only however at episodes were also being stored. It was noted the programming change to af only had not occurred. The icm remains in use. No patient complications have been reported as a result of this event.